Event description:
In this case, the customer reported that when utilizing the CT system intercom, the sound from the patient microphone was distorted. There was no report of harm to pt, operator or bystander.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).